Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that since the day of the implant procedure the implantable cardiac monitor (icm) migrated out of the existing pocket. The device was removed and replaced. No patient complications have been reported as a result of this event.